Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer randomly turns off via error logs. The micro processor unit (mpu) printed circuit board (pcb) assembly is out of specification: ambient temp sensor failure. It was recommended that the device be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer randomly turns off. There was also a request to upgrade the programmer with the latest software. The programmer was returned for service. There was no patient involvement.